Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the ventricular assist device (vad) coordinator was prepping the backup system controller. The back of the system controller was removed and the emergency backup battery (ebb) was attempted to be inserted. The piece connected to the ribbon with the arrow immediately came off. It did not appear to be attached securely. The vad coordinator barely gently pushed it into the ebb before it fell off. A new backup system controller was obtained and the ribbon and ebb had a normal connection.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the plastic guiding tab on the backup battery ribbon cable falling off was confirmed, as the system controller was returned with its guiding tab being separated from the backup battery ribbon cable. The returned system controller (serial number (B)(6)) was functionally tested and performed as intended. A log file was extracted from the controller, and no atypical events were observed. A manufacturing analysis task was created under a separate event to further investigate the issue and root cause of the guiding tab falling off of the ribbon cable during implant / initial use of the controller. Review of the device history record for system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (section 10 ¿safety checklists¿) and the heartmate 3 lvas instructions for use (section f ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment the current revisions of the patient handbook and instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the plastic guiding tab on the backup battery ribbon cable falling off was confirmed, as the system controller was returned with its guiding tab being separated from the backup battery ribbon cable. The returned system controller (serial number (B)(6)) was functionally tested and performed as intended. A log file was extracted from the controller, and no atypical events were observed. A manufacturing analysis task was created under a separate event to further investigate the issue and root cause of the guiding tab falling off of the ribbon cable during implant / initial use of the controller. Review of the device history record for system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (section 10 ¿safety checklists¿) and the heartmate 3 lvas instructions for use (section f ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revisions of the patient handbook and instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.